Event description:
A revision surgery planned to exchange poly insert for patient with a total knee implant.

Manufacturer narrative:
Revision surgery planned to exchange poly insert for patient with a total knee implant. Review of the device history record indicates that the device was manufactured to specification.